Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned for analysis. Based upon the implant date range of (B)(6) 2000 to (B)(6) 2008, provided by the reporter, the connector type is either a taper 1 or taper ii. Surgery related observation/complication is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of surgery related complication/observations as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." "Caution: it is the responsibility of the surgeon to advise the pt of the known risks and complication associated with the surgical procedure and implant."

Event description:
Doctor reported events of "surgical-site problem" form journal article, "the effectiveness of adjustable gastric banding: a retrospective 6-year u.s follow-up study", surg endosc (2011) 25:397-403. This medwatch represents the 8 pts listed in table 4 of the article who were diagnosed with surgical-site problem.